Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer was wake up with blood glucose level between 39 mg/dl to 42 mg/dl at the time of incident and the current blood glucose level was 72 mg/dl. The customer was assisted with troubleshooting and declined. The customer was treated with food and glucose tablets for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did alleging insulin pump for over delivery. The insulin pump and reservoir will not be returned for analysis.